Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on friday morning. The customer blood glucose level was 400 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the she was sick already and with being sick her blood glucose started going up on thursday and could not get it down so friday morning with to the hospital and when putting her back on the. The customer was treated with insulin drip. The device will not be returned for analysis.